Manufacturer narrative:
Inratio precision data provided by end-user lot 070027: first test inr = 1.1, second test inr = 5.8, mean = 3.45 ; sd = 0.33; %cv = 96%. The %cv is greater 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2007, inratio: 1.1, lab: 1.7, mean: 1.4, confidence limits: 1.1-1.9, inratio: 5.8, lab: 1.7, mean: 3.75, confidence limits: 2.2-5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. For the second set of data, both inratio and lab values are outside the confidence limits for inr testing. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: in 2007, inratio: 1.1, lab: 1.7, mean: 1.4; inratio: 5.8, lab: 1.7, mean: 3.75. Caller alleged imprecison with inratio meter. Results as follows: first test inr = 1.1 second test inr = 5.8.